Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a separation in the outer shaft located 5.8cm from the strain relief, and the inner shaft was stretched between the outer shaft ends. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use on the liver. During unpacking, it was noted that the tail end of the catheter was fractured. The device did not enter the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use on the liver. During unpacking, it was noted that the tail end of the catheter was fractured. The device did not enter the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.